Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was not possible to interrogate the device, though the device still exhibited a magnet rate. A power on reset was suspected. A manual guided reset (mgr) will be performed. No patient complications have been reported as a result of this event.